Manufacturer narrative:
The clip applier has been returned and evaluated by the failure analysis team. Failure analysis found the primary finding of the instrument loose grip cables at distal to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the force amplification pulley. The instrument was placed on an in-house system, and it failed the clip test. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening.

Event description:
It was reported that prior to the start of a da vinci-assisted cholesystectomy surgical procedure, the large hem-o-lok clip applier instrument was not clipping. There was no reported injury.